Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the implant never did a thing for the patient and they had a very successful trial where they had 100% pain relief. The implant didn¿t go anywhere near the patient¿s pain and it didn¿t matter which setting or how strong the setting was; it was useless. Within four months it wouldn¿t hold a charge and, about six weeks later, the battery went completely dead. The patient mentioned going into a depression and the implant, itself, was causing severe pain. They also noted that their stomach muscles were contracted during implant and the pain was extreme. It took about a week for the muscles to stop hurting. They didn¿t know how to go about getting it removed. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer (con). It was reported that the patient¿s implant never worked for their pain. When they charged it, it would show the battery was charged, but it wasn¿t and there was a symbol telling them to contact a manufacturer representative (rep). No steps were taken to resolve the issue and the issue was not resolved. The patient also noted they had zero pain during the trail, but got no relief with the permanent one because it didn¿t cover their pain locations.